Event description:
During the robotic-assisted surgical procedure (dissection of the prostate), one of the grasping (prograsp forceps) instruments broke where the specialized jaw end of the instrument is hinged to the shaft. There were three small fragments of black colored material that were noted intraperitoneally and these were retrieved uneventfully. The entire docking port was taken off the patient and was replaced with another long trocar. The remainder of the procedure went well and the patient left the operating room in excellent condition. This was the 5th use out of 10. For our tracking purposes, a piece of tape is placed on the instrument with numbers 1 - 10 written on it. We cross off the number after each use. However, if we were to try to use instrument on the 11th time, the davinci system will not allow it and it has to be replaced. The manufacturer was notified regarding this failure and we are retaining the device in the event the manufacturer requests to evaluate it. We have not experienced any similar problems with this particular instrument.